Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). The closure device was recaptured once before being successfully implanted. Approximately fifty (50) minutes post index procedure, a pericardial effusion occurred. The physician suspected a closure device anchor may have injured cardiac tissue during redeployment. A pericardial tap was performed and the patient was hospitalized. The patient fully recovered and was discharged.